Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the customer had software upload issues, high blood glucose level of 570mg/dl and bent infusion set cannula. The customer was treated with the insulin pump and syringe for the high reading. The spouse declined to troubleshoot for any of the issue reported. No product will be returned for analysis.